Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was bent and immediately after abdomen insertion customer noticed symptoms. At the time of issue blood glucose was around 145mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1877310-MDR 3003442380-2024-04996- device 3 of 3.